Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances associated with the device. During the investigation the pump did under infuse, but it was still within the volumetric range that mmdg considers not reportable. The pump history was also reviewed, and there is no indication that the complaint occurred as reported. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump was "overrunning and pumping air". They stated that the pump dose is set at 160 ml and that they add 160 ml of formula to the bag. This fails to account for priming volume. They also stated that pump did stop prior to any air actually reaching the patient. Mmdg did follow up with the initial reporter who stated that the patient did not have any adverse effects and that their condition was good after the complaint occurred. (B)(4).